Manufacturer narrative:
The lot number is unknown and no product was returned to visco vision for device specific investigation; this complaint can be considered as an isolated case as there is no other similar complaint reported from 06/15/2023 to 08/01/2023 to this product (aquasoft contact lenses). No analysis could be conducted. The relationship between the visco vision device and the event is unconfirmed as no root cause was identified. If any further relevant information is received, a supplemental report will be filed.

Event description:
I bought new daily contacts from 1-800-contacts. It was a suggested lens (aquasoft) and not my normal lens (acuvue). They made my eyes red, irritated, blurred my vision, caused light sensitivity and eventually scratches on my eyes and a very serious bacterial infection. I was treated by an optometrist after multiple bouts of severe eye issues.